Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, had a rectal wall infiltration. The images were reviewed, and the hydrogel was in the right placed at the base, it was noted a breakthrough of the anterior rectal wall at the midgland and was under the rectal wall at the apex. The patient was having some tenesmus and had a couple of episodes of blood in the stools, the patient also had problems with bowel movements, the patient went to hospital eight days after the placement procedure with a rectal exam and there was no frank blood, therefore, he was admitted to hospital overnight. The patient was discharge from the hospital since then. The patient's symptoms were reported as ongoing.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1605 captures the reportable event of tenesmus. Imdrf patient code e1007 captures the reportable event of constipation.